Manufacturer narrative:
(B)(4). Batch # n93h3y. Investigation summary: the handpiece was received attached to a harh23 the handpiece was forcibly removed. Upon visual inspection, it was found with the nosecone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. No functional testing could be performed as the nosecone was extremely cracked and no instrument could be attached to the handpiece. It is possible that the cracked nosecone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components and the moisture indicator was positive. The transducer assembly was not held in place due to the cracked nosecone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires became disconnected. Due to the cracked nosecone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be connected to the handpiece when tightened with the torque wrench before use. There was no feedback of rotating the torque wrench. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.